Event description:
Reporting caregiver was placing a 12fr catheter foley in the patient and as she was filling up the balloon (after she could see urine in the tube), she had put in about 6cc sterile water (catheter says to fill with 10cc), she could hear a pop. The reporting caregiver finished putting in the rest of the sterile water, as she pulled on the catheter gently it all came out and the balloon was not inflated at all. The scrub tech went and got urology to see what we needed to do. Anesthesia said there wouldn't be any fragments from the balloon so she placed another 12fr foley without any issues. Urology resident came in and said he wanted to do cystoscopy to make sure there wasn't any fragments. He also looked at the foley that had 'popped' and couldn't identify any missing pieces. Urology resident did the cystoscopy and couldn't see any fragments in the bladder, it was very distended so he emptied the bladder and looked and didn't see any foreign objects in the bladder.